Event description:
On date of event, I had right inguinal hernia surgery in which a bard mesh pre-shaped monofilament knitted polypropylene patch was used. Size 10cm x 4.5cm, lot # 43gjd201. In 2007, I began experiencing problems such as pain and swelling in the area of the hernia repair. It has been gradually getting worse and I may have to have the hernia repair redone. I question the stability of the patch that was used in my repair, as another product made by the same MFR was recalled earlier this year. Daily use of bc headache power by pt. Dates of use: 2000 to present. Diagnosis: right inguinal hernia repair.